Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up medwatch report will report additional, relevant information.

Event description:
It was reported that a mini trek coronary dilatation catheter was advanced to a coronary artery lesion. Balloon inflation was attempted; however, a leak was observed at the proximal hypotube, before the guide wire exit site. The balloon failed to inflate. Another device was used in replacement. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, functional and scanning electron microscopy (sem) inspections/analysis were performed on the returned device. The reported leak and inflation issue were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported complaints and the noted pinhole tear proximal to the guide wire exit notch on the returned device appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.